Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. The subject device was sent to olympus third party for hygiene microbiological investigation (hmi). Performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All device channels (instrument / biopsy /suction channel/ air / water channel/ auxiliary water channel ) found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Device was then returned to regional repair center (rrc) olympus for device evaluation and repair and the following findings were noted : technical evaluation was performed , noted that a brown foreign material was found between the c-cover (distal end) and the j-tube (water channel). At the other parts, was found a dried whitish foreign material . Service repair (rrc) noted, while it was unable to confirm what kind of material (foreign material) is made or the possible source , the reported fault/issue was likely a result of insufficient cleaning. In addition, the following findings were identified during device inspection: forceps channel port has a scratch. Grip has a scratch. Air/water cylinder (aw-cylinder) has discoloration. Suction cylinder (s-cylinder ) has discoloration. Switch box has foreign objects. S-cover has a scratch. Right/left knob has foreign objects. Scope connector (s-connector) has foreign objects sheet holder unit has corrosion due to water leakage. Sc cover unit is dirty. Due to burn on c-cover (distal end) , insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Image guide (ig) protector has foreign objects. Follow ups to customer were made to obtain the hmi results and cds checklist , however, were unsuccessful as no response is received from the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for repair and inspection, noted with description of "contamination" . The customer did not provide the contamination results/ and or hygiene microbiological investigation (hmi) results. The issue reported noted to be found during reprocessing. There were no reports of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.